Event description:
During a pvc ablation procedure using a therapy cool flex ablation catheter, a cardiac tamponade occurred. The physician performed transseptal puncture with a brk transseptal needle and a swartz introducer. Using a guidewire for support, an ensite array multi-electrode catheter was advanced through the fossa ovalis and placed in the left ventricular apex. The therapy cool flex ablation catheter was advanced via a retrograde approach into the left ventricle mapping was performed and the origination of the pvcs was noted to be in the anterior portion of the left ventricular apex. Two was completed; however, one hour later the patient became bradycardic. A cardiac tamponade was diagnosed and a patch on the apex of the left ventricle. The physician believes a cardiac perforation most likely occurred during ablation because the patient had a very thin and ischemic left ventricular wall. No performance issues were noted with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade was the ablation on a very thin and ischemic left ventricular wall. Per the IFU, vascular perforation is an inherent risk of any electrode placement.